Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information provided: on (B)(6), dr had a robot assisted rectopexy posted, and decided to use cdh29p to hook patient back up. They fired the cdh29p. Dr said the washer crunch was complete, the leak test was successful, as no bubbles were seen, and the donuts looked good. The patient was discharged but dr said that on day 5, patient had abdominal pain. On day 7 pain got worse, subsequently she went to ER on weekend, and was reoperated on (B)(6) 2019. Dr was out, so a partner had to reoperate. A washout was performed and patient was diverted with a colostomy. Patient is still in hospital. Dr says it looked like leak came from anterior portion on staple line. She said it looked like anastomosis fell apart. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Was the patient bowel prepped? Were there any issues experienced with the device or staple form in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How may counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? What specific type of leak test was performed in the initial surgical procedure? Was the staple line visualized endoscopically during the initial surgical procedure? What was observed at the site of the leak at reoperation? Were any staple formation issues identified during the reoperation? If so, please describe the shape and location. Are any photos available? Was the leak addressed directly in addition to performing the washout and colostomy? If so, how? Is the colostomy temporary or permanent? What is the current status of the patient?

Event description:
It was reported that post op of a robot assisted rectopexy the patient presented to the ER on day seven with abdominal pain. She was re operated on and found to have an anastomotic leak. In the initial procedure the surgeon reported the device fired normally, had a good washer cutting and crunch, and the leak test revealed to anastomotic leaks. There were no bubbles and the donuts looked good. Upon re-operation fecal matter was discovered in the abdominal cavity so a washout and colostomy were performed. The second procedure was performed by a different surgeon. The patient is still hospitalized. It is the physician's opinion that the anastomosis fell apart.

Manufacturer narrative:
Product complaint # (B)(4). Additional information provided: this was the doctors second case with powered circular. The surgeon performed using cdh29p; reps were not in attendance. Dr mentioned that after firing stapler, two good donuts were seen, and no bubbles observed. They do not routinely visually look at anastomoses from below. Dr performs mainly robot assist sigmoid colons. She has been using a technique that involves cutting open the divided , specimen colon along the tenia. Dr will then cut open the distal, rectal stump staple line, pull the specimen colon out transanally. After which she will place our circular stapler up transanally, open our cdh29p, remove anvil in pertineum with robot graspers. She will then use a vloc stitch to create a purse string, proximal around anvil, along with using an endo loop to secure anvil. Secondly, she will close distal rectal stump with vloc stitch along with endoloop around trocar of our cdh29p, after it has been deployed from down below. She says she¿s been doing it with vloc /endoloop for a while, without issues. She mentioned she uses endo loops to help mitigate risk of leaks when securing the anvil, due to previous issues (leak) with using vloc alone; without a distal staple line. Further information provided: the surgeon provided an overview of the event. The patient was a 57-year-old female with mesorectal prolapse; ¿healthy lady, no risk factors.¿ the procedure was a robot assisted rectal resection with rectopexy. This was the surgeon¿s second case using the powered circular stapler. The patient went home on postoperative day 1. On day 5, the patient presented with pain. The patient returned again on day 7 and by day 9, the patient presented with fecal peritonitis. According to her partner that performed the reoperation, ¿the entire staple line blew out.¿ when asked for more information on the surgeon¿s technique, she said she does the entire procedure intracorporeally. She uses icg to ensure good blood flow, the patient is bowel prepped so she cuts the rectum open and then places an alexis wound retractor through the rectum to pull the specimen out and remove it. Both the proximal and distal ends are purse-stringed with v-loc and an endoloop to pull everything together. The anastomosis had good blood flow and no tension. She used a rigid proctoscope to perform the leak test. Everything looked good, including staple form. The proctoscope was used to inflate air, but she did not look directly at the staple line. She did comment that there was not a lot of fat in the mesentery. The mesentery looked thin; she could see through it which is not typical. The patient had recently lost weight and this caused her to question her nutrition; although she thought she had good preoperative nutrition. She also added that there is potential for the alexis wound retractor to cause rectal trauma, but she did not feel that it did in this case. When asked about the device use, the surgeon responded that the device was fired in the middle of the green range and there were no issues with removal. The surgeon¿s partner took the patient back for the reoperation and according to her partner, the tissue did not look ischemic; the two ends were not ischemic but the ¿entire staple line blew out anteriorly.¿ it was completely disrupted. There was reportedly no tension or twisting and the pexy was intact. When asked about staple form, the surgeon stated that the pathology report did not comment on staple form.